Manufacturer narrative:
Information contained in this report were previously submitted via emdr manufacturer report number 9617229-2019-18276. All available information has been consolidated into this report. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified red particles, a broken shell, and crease fold. Weight measurement of the device identified device was underweight. Microscopic analysis was performed which identified a sharp broken edge. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp opening on posterior due to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.